Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive defibrillation therapy during a heart attack. The device remains implanted. No further information is available.